Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion in the proximal rca exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported stent dislodgement occurred in vivo during delivery to the lesion. It was informed that the stent was not removed from the patient. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No difficulties were noted when removing the protective sheath. The pressure of restart device was moderate. The dislodgement occurred close to the lesion. It was reported that it was caused by the lesion and had nothing to do with product quality. The stent was not removed from the patient. It was opened directly and implanted. If information is provided in the future, a supplemental report will be issued.